Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on an unknown date and suture was used. The needle was broken at the body part when the needle passed from the needle tip to the body part held through the fascia. No devices were left in the patient¿s body. There were no adverse consequences to the patient.